Event description:
As reported by the user facility: I have a patient that has multiple allergies and I am trying to narrow down the source of her welts. Does this product contain latex (if not) or if it contains stainless steel she could be having a reaction to that. She is developing welts on top of the skin where the port rest. She delivers her IV hydration independently in her home, normal saline solution 0.9%. She receives chemotherapy for cancer in the hospital and is between treatments now. The patient remains in her home and has received no additional treatment at this time. Additional information provided by the user facility indicated that the patient is a chronic complainer and is complaining that it is the gauze or the tape she is allergic to. It has been determined that the patient is not allergic to stainless steel and this incident was not related to the reported b. Braun product.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Since the additional information provided by the facility indicated that this incident is not related to the reported b. Braun product, no specific conclusions can be drawn.